Event description:
Customer reported a failure of battery will not hold a charge. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer did reportincident occurred before pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional contact info was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device was repaired at the facility by a baxter rep. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.